Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018 the receiver shutdown unexpectedly. No additional event or patient information is available. No product was provided for evaluation. The complaint confirmation of the receiver ceasing to function could not be determined. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The complaint receiver device was returned for evaluation. The device was externally visually inspected and no defects were found. The receiver failed to charge and reboot. The receiver log was downloaded with a known good battery, rtt loss was observed within the investigation window. The receiver case was opened and the internal inspection passed. Functional testing was unable to be performed due to the receiver not booting. A defective u5 at the main board was found during troubleshooting. The reported event of unexpected receiver shut-down was confirmed. The root cause was determined to be a defective u5 at the main board.